Event description:
The international technidyne corporation (itc) cuvette for point of care testing international normal ratio (inr). The lot used first gave inr of 1.9. Days later the inr was 1.4. The results may have reported higher than actual result. Cuvettes were recalled by itc.======================manufacturer response for hemochron jr. Pt cuvette j201, hemochron jr pt cuvette (per site reporter)======================a clinical escalation team has been created to review each case.